Manufacturer narrative:
The referenced monitor was returned to the service center for evaluation. The evaluation confirmed the reported "there is no image or olympus logo on the screen and there is a red light in the back of the monitor as the printed circuit board was found defective. A review of the monitor's history shows a purchase date of (B)(6) 2016 with no previous repair records. The cause of the reported malfunction cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that when you power on the high definition liquid crystal display (hd lcd) monitor, there is no image or olympus logo on the screen and there is a red light in the back of the monitor. No patient involvement reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-08571. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Four years and six months have passed since the subject device was manufactured; there are no previous repair records for the subject device. The potential root cause of the reportable malfunction, defective printed circuit board, has been determined to be due accidental failure. Olympus will continue to monitor complaints for this device.